Event description:
The patient (pt) called back stating the manufacturing representative said to call in to jumpstart the ins since they had not able to start at a 3 level or something to that nature (pt was all over the place and made no sense to agent). The reps (representative) said to say that they told them to call since that would be sufficient. The pt had not been able to charge the ins and get it woken up. Pt noted their controller was recharged and they claimed they were sent a new rtm (recharger telemetry module) but the issue was not resolved (agent found no such record of a replacement rtm so agent thought they were referencing a belt replacement). The issue was off and on since they got the new rtm. Pt was all over the place stating they had been trying to get the ins to work for 7 to 8 months for they had not been able to use the device for over 6 to 8 months; then said the issue started a year at least. Pt said they notified the manufacturing representative, a year ago. Since the implantable neurostimulator (ins) was not charging the rep was pushing to get the ins battery replaced on wednesday. Pt noted they wanted it jumpstarted before they got the surgery. During call pt reset the controller and when they attempted to recharge the ins, they got no device found. The pt went through passive recharge mode and was able to recharge the ins at excellent. The controller battery was at 90% and the ins was in the red. Trouble shooting resolved.

Manufacturer narrative:
B5: updated with additional information. H6: codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external equipment. The reason for call was patient reported their stimulator hadn't worked for almost 5-6 months now. Patient said they had called over a year ago and spoke with a manufacturing representative who worked with them to get the implanted neurostimulators charged for a separate issue; see call history. Patient stated they got the implanted neurostimulator charged, but when they went to charge the implanted device 5-6 months ago, they had difficulty keeping the recharger against the implant because the belt no longer stayed tightened, and they got an error message saying they needed to do something (could not recall specific details of message). Patient didn't know if the implanted battery was malfunctioning or if the issue was with the equipment. Patient mentioned they had to hold the recharger paddle and sit very still because of the belt being broken - they lost connection easily if they moved at all. Agent wanted to troubleshoot, but patient said they thought the controller wasn't charging; however, they could not find their ac power cord. The issue was not resolved. The patient was quite scattered in how they relayed the issue; agent understood they were unable to charge the ins because their belt had been malfunctioning, then they saw a message of some kind, and now they were unable to charge the controller. Agent sent email to repair to replace the broken belt and lost controller as saturday delivery and advised patient call back monday to continue troubleshooting. Patient will ask for agent specifically because they said they didn't want to work through so many different people and wanted to know who they would be talking to - please transfer to agent when patient calls back. Patient also mentioned they were having so many health issues that they couldn't remember anything; patient mentioned they had 'crippled' hands, so they had a hard time opening their controller battery compartment. Agent inquired about longevity of ins battery; agent reviewed information. Patient mentioned the ins stopped working the way it used to and hadn't worked in at least over a year. Additional information received from the patient that device was not charging and several calls were made to the rep for assistance and guidance. Patient said that rep attempted to reset at summit spine location. Patient said that the stimulator wouldn't charge and were sent a new paddle. Patient also said that the box was uncomfortable in their back. The weight of the patient at the time of the event was 148lbs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.